Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1905207. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. Through examination of the retained samples, no defects were identified. It is possible that this incident resulted from a blockage within the assembly machine, causing the needle to become trapped and damaged.

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd china tip was defective. The following information was provided by the initial reporter: when the nurse opening the package. It was found that the needle tip was defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd china tip was defective. The following information was provided by the initial reporter: when the nurse opening the package. It was found that the needle tip was defect.